Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's mother reported via phone call that the school called and the insulin pump has been dropped. Customer's mother was not sure if the pump is damaged. Caller stated that she will call back. Customer's mother was called back and she stated that she is on the way home to insert a new infusion set for the customer. Customer's mother stated that the customer complained that the set hurt this morning when inserted. It was explained that the sets should not hurt and if they hurt, the set should be removed and re-inserted. Customer's mother stated that the customer has no long acting insulin, so she is treating with a manual injection. Customer's blood glucose was 506 mg/dl. Caller was advised to contact a health care professional. Caller was advised that replacement sets will be sent.